Event description:
It was reported that a dissection and extrusion were observed, resulting in additional surgery. The patient presented as asymptomatic and had a history of prior neck and spine surgery. The lesion was located at the common carotid artery (cca) and bifurcation. An enroute transcarotid neuroprotection system was selected for a left transcarotid revascularization (tcar) procedure. When the physician attempted to advance the 0.014" guidewire and 6x25 mm enflate balloon, the wire began to prolapse, and the physician attempted to use the balloon to straighten and support it. The balloon then bumped against the calcified lesion and the cca wall, causing it to buckle and resulting in the arterial sheath backing out approximately 1 to 1.5 cm. The balloon and wire were removed, and a 0.035" j-wire with the dilator was inserted as the physician attempted to return the arterial sheath to its original position. The 0.035" j-wire was initially positioned in the external carotid artery; however, while attempting to reposition the sheath, the physician advanced the j-wire to the bifurcation/diseased segment and then advanced the arterial sheath. Although the sheath appeared to advance appropriately and an arteriogram was performed, a dissection and extrusion were noted at that time. The arterial sheath was removed, and the access site was closed. A second access attempt was made slightly proximal to the original puncture site, but extrusion was again observed, leading the physician to convert to carotid endarterectomy (cea) for open repair. The patient was neurologically intact post-procedure and is expected to fully recover. The dissection was non-flow-limiting, grade b, and located in the middle to proximal cca. The physician believed the dissection occurred during the advancement of the arterial sheath and dilator and short cca runway (5.1cm).